Manufacturer narrative:
(B)(4). The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of death is listed in the instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The following additional information was received: it was reported the patient presented with st-elevation myocardial infarction (stemi) at the index procedure. The right coronary artery (rca) was 70% stenosed with heavy thrombus burden. The 4.0 x 28 mm xience prox stent was implanted. Optical coherence tomography (oct) was performed and confirmed the stent was fully apposed. The patient was discharged on dual antiplatelet drug therapy (dapt) of clopidogrel and aspirin; however, it could not be confirmed if the patient was compliant after the procedure. The cause of death was due to cardiac arrest. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the us. However, it is similar to a device sold in the us. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure on (B)(6)-2016 was to treat a lesion with 70% stenosis and no calcification in the right coronary artery (rca) and a de novo lesion with 70% stenosis and no calcification in the left anterior descending (lad) artery. A 4.0 xience prox stent was implanted in the rca and a 3.5 implant was deployed in the lad successfully. The lesions were pre-dilated and post-dilated with non-compliant (nc) balloons. Optical coherence tomography (oct) was used for pre and post sizing of the stent and implant apposition and expansion. There were no adverse patient effects and no clinically significant delay in the procedure. The following day the patient was discharged from the hospital with no issues. On (B)(6)-2016, the patient died at home. There are no post-mortem results yet and it is unknown if autopsy will be performed. No additional information was provided.